Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected supra ventricular tachycardia (svt) as ventricular tachycardia (vt). As a result, anti-tachycardia pacing was initiated. It was noted that the patient's medication of beta blockers was increased. The ICD remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.